Event description:
Customer reported erratic troponin test results were obtained with one patient sample when using the access 2 immunoassay system. None of the erratic test results were released from the laboratory. There were no reports of death, serious injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
A service visit by a beckman coulter field service engineer was scheduled, however, the customer declined the service. Attempts to obtain data from the customer were unsuccessful. The analyzer did have a failing system check on (B)(4) 2012, which was resolved with on-line troubleshooting with beckman coulter, inc support personnel. Cause could not be determined.